Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that at a follow up check, there were three ventricular high rate episodes that appear as noise. The lead will be monitored. The right ventricular lead is still in use. No patient complications have been reported as a result of this event.